Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate profile 375cc saline prosthesis, catalog #3501660, serial # (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female underwent breast augmentation revision with a mentor smooth round moderate profile 375cc saline prosthesis. Deflation was suspected after an examination on (B)(6) 2018. On (B)(6) 2018, deflation was confirmed during bilateral prosthesis replacement with mentor gel implants. The patient recovered with no additional issues or hospitalization.

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 3/9/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Additional information was received on 3/9/2018. Bilateral prosthesis replacement with 425cc mentor memorygel breast implants was performed on (B)(6) 2018. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 6/12/2018. Device evaluation summary: it was reported that a (B)(6) year-old caucasian female underwent breast augmentation revision with a mentor smooth round moderate profile 375cc saline prosthesis. Upon receipt by mentor, the device returned without fluid. White material was observed within the device. White material was observed on the shell surface. During examination, the product evaluation team observed a rent at valve. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).